Event description:
A surgeon reports a pt had intraocular lens (iol) implant surgery approximately two years ago. The pt's bcva was 0.8 (20/25) two months ago. The pt underwent a yag capsulotomy and a white powdery substance is visible on the posterior surface of the iol. The pt is aware of this powdery appearance. Additional info has been provided by surgeon. It is unknown if the lens was heated before it was implanted, but he has ruled out posterior chamber opacification (pco). The cloudiness affects the entire surface of the iol and the pt's prognosis is poor.